Event description:
Hamilton medical ag received the following incident description: during patient (newborn) ventilation it was noticed that the flow sensor was damaged. The inner cylinder of the flow sensor was cracked, and fragments were found in the flow sensor and co2 sensor areas. Potential patient harm is reported but not specified. Medical intervention was reported. Flow sensor was replaced. To exclude that fragments entered the lungs of the patient, x-ray and CT scans were conducted. Hamilton medical didn't receive the outcome of this. Potentially the fragments of a cracked flow sensor could lead to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: an analysis of the returned flow sensor components was performed. - in order to analyze the fracture surface of the broken part, the outer cylinder and inner cylinder were separated and sliced the tip of the inner cylinder (the part where the damage occurred). - the sliced tip and recovered fragments have been coated with a very thin layer of gold for observation and analysis using sem (scanning electron microscope). - currently, the fragments are temporarily bonded with adhesive to confirm whether they can be reassembled without gaps. Based on the information available and the results of the conducted assessments, no further investigation could be performed. It is unclear if there was a quality issue of the flow sensor or a handling issue resulted in the reported outcome. This case is considered as closed.